Event description:
It was reported that this left bundle branch (lbb) lead dislodged. The lead was explanted and replaced with a right ventricular (rv) lead. No additional adverse patient effects were reported. The lead will not be returned for analysis.